Event description:
It was reported that the patient presented to the emergency department with nonspecific respiratory complaints. The patient had been lost to follow-up for over a year, capture management had bumped outputs to 5 & 1. The caller increased right ventricular (rv) outputs further to 6 &1; threshold same unipolar and bipolar. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.